Event description:
It was reported that tracheostomy tube(s) keep "kinking, not able to suction and are causing occlusion". Device(s) involved have not been returned for analysis and investigation as of the date on this report. Reportedly, there was no pt harm. Note: reference medwatch report #'s 2029387-2000-00042 and 2029387-2000-00044, as there were multiple events.